Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed capture issue on the right ventricular (rv) lead; the rv lead was found to be dislodged. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was stable following the procedure.